Event description:
It was reported that the discardit 2ml with 25g*1"" needle had a damaged barrel that was noticed during use. The following information was provided by the initial reporter: "syringe received with damaged barrel".

Manufacturer narrative:
H.6. Investigation summary: the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of discardit 2ml with 25g*1"" needle from lot # 15e1811 with the reported issue that the syringe was received with damaged barrel, regarding item # 302438. DHR reviewed found no non-conformities. The team investigated the customer returned samples and the retention samples of material number 302438 for lot number 15e1811. While the customer return sample confirmed the crack on the barrel on two of the return samples, we did not find any defect in the retention samples. The defect is confirmed on the customer return sample. A review of the device history record revealed no irregularities during the manufacture of the reported lot. After thorough investigation and review of received complaint samples it is clear the barrel is cracked and complaint is confirmed. Although machine already has crack barrel detection system so there may be a possibility of cracked barrel generation after detection system. Potential root cause is not identified for the defect but probable root cause may be that the syringe got stuck somewhere in transfer conveyer. As a cracked barrel is a critical defect the following actions are proposed to avoid crack barrel defect: syringe transfer mechanism changed from pneumatic to servo to reduce shock and for smooth transfer of syringe. Also awareness training is provided to all the concern associate to check the material frequently for effectiveness of change. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time. H3 other text : see section h.10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the discardit 2ml with 25g*1 needle had a damaged barrel that was noticed during use. The following information was provided by the initial reporter: "syringe received with damaged barrel".